Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not populating in pyxis. A technical support specialist (tss) identified that patients were not available on the device due to missing information in the data store client online transaction processing database. The tss resolved the issue by performing a backup and a full device synchronization after a hardware replacement, after which confirmation was received that no additional issues were present, and approval was granted to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es patients were not populating in the pyxis after it was moved to the gi lab and renamed to dt anes gi rm4, and the customer was unable to view patients even via global search, requiring them to create temporary patients. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.